Event description:
It was reported via repair work order that the brakes would not engaged due to malfunctioned brake assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.